Manufacturer narrative:
(B)(4): the event occurred on an unknown date in (B)(6) 2015. This is a report of a use error, where the transfer set was connected to an incompatible device without the use of a titanium adapter. Use errors and proper user instructions are addressed in transfer set instructions for use, which is shipped with each transfer set package. The guide instructs the user to connect the transfer set to a baxter locking titanium adapter, baxter apd set with cassette, minicap disconnect cap, or other compatible systems from baxter healthcare corporation. The guide also provides step-by-step instructions for proper connection, disconnection, and replacement of the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter transfer set was connected to a non-baxter transfer set and no adapter was used. The patient did not perform therapy and the baxter transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.